Event description:
Upon receipt of beta-cath system, customer performed an independent dose rate verification which yielded results approximately 10 to 12% different from the calibration certificate value.